Event description:
It was reported that the bard flip flo box had 2 empty packages. The customer stated that the package was sealed with no flip flow inside.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was not used on a patient. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the operation omitted due to unbalanced operations. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard flip flo box had 2 empty packages. Customer stated that the package was sealed with no flip flow inside.